Event description:
This notification is being reviewed due to a trilogy 100 device due to the report that patient sometimes felt discomfort. There was no serious patient harm or injury. During preventive maintenance activities, the device failed a test step indicating an issue with the flow sensor. The issue required replacement of the flow sensor printed circuit assembly (pca). Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications.